Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient didn't receive an alarm on his (B)(4) occurred. It was determined that the lack of alarm alert was related to the mobile application. It was indicated that the operating system was not supported, which is off label usage of the device. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.